Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging display issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (09/05/2014). The lay user/patient¿s meter has been returned on 06/02/2014 and evaluated by lifescan product analysis on 08/28/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.